Manufacturer narrative:
An investigation was successfully completed. The results of the investigation have identified no manufacturing issues, no design issues and/or corrective actions necessary at this time. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted. Plate(s) identified: 01-006-30-09. 01-006-33-09.

Event description:
It was reported that a plate was found to be fractured, approximately six months post procedure possibly due to a mobile maxilla. It was removed and replaced.